Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, there was difficulty maneuvering the lp and after some minor movement it was observed the helix was stretched. The device was exchanged, and the procedure was completed without issue. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of difficult or delayed positioning was not confirmed and the reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during implant procedure. No other anomalies were found.

Manufacturer narrative:
The reported event of difficult or delayed positioning was not confirmed and the reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during implant procedure. No other anomalies were found.